Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. The patient sought medical attention from a healthcare provider and was diagnosed with cellulitis. The patient was treated with antibiotics and a cream. The patient was at the clinic for 10 minutes. The pod was discarded. This is case 5 of 6.